Event description:
An acusinch device was implanted into the patient on (B)(6) 2021. At some point post op, the device broke. On (B)(6) 2021, the acusinch device was removed in a second surgery and was replaced with a different product.